Event description:
It was reported that while preparing for a biliary stone removal procedure, a balloon burst occurred. An extractor rx 9-12mm above retrieval balloon had been selected to retrieve a stone in the biliary duct. While preparing the device for use, the physician tested the balloon by inflating the device outside the scope. The balloon burst. The device did not contact the pt. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
Device analysis: the complaint sample was not returned for eval, and the complaint description cannot be confirmed. The device history record could not be reviewed as the lot number is unk. The probable root cause of this complaint is handling damage of the device and balloon burst/ruptured, may have been caused by damage to the balloon by contact with a sharp exterior source during preparation or over inflation of the balloon.